Manufacturer narrative:
The atrial lead exhibited oversensing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a routine follow-up. Upon interrogation, the pacemaker exhibited several auto mode switch (ams) episodes. No further intervention was reported. The patient's condition was reportedly good.